Event description:
It was reported to boston scientific corporation that an endovive safety peg kits push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, the physician made the appropriate 1cm incision. As the physician was tracking the push peg over the guidewire while attempting to pull the peg through the stoma site the peg loosened at the transition zone. Peg was stuck in tract; a surgeon was called to widen the incision while applying hemostats the peg tube was cut in two. After several attempts the peg was successfully pulled through and the peg bumper placed at 4cm skin level. The site was cleaned and the peg flushed. The procedure was completed with this device. The condition of the patient was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kits push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, the physician made the appropriate 1cm incision. As the physician was tracking the push peg over the guidewire while attempting to pull the peg through the stoma site the peg loosened at the transition zone. Peg was stuck in tract; a surgeon was called to widen the incision while applying hemostats the peg tube was cut in two. After several attempts the peg was successfully pulled through and the peg bumper placed at 4cm skin level. The site was cleaned and the peg flushed. The procedure was completed with this device. The condition of the patient was reported to be fine.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed a section of the delivery system approximately 7.5 centimeters long had been cut from the device. The section included approximately 3.5 centimeters of c-flex tubing, barbed connector, outer ring and approximately 4 centimeters of the thermoformed tubing. The thermoformed tubing and c-flex tubing were both securely attached to the barbed connector and the outer ring was also properly assembled. No issue was found with the transition joint. The thermoformed tubing had been cut lengthwise multiple times and also presented multiple diagonal cuts from a sharp instrument. The thermoformed tubing was also twisted. The condition of the returned unit was consistent with the complaint incident that the device became stuck and incision site was enlarged. According to the endovive safety peg kits, push method directions for use (dfu), gain access section "using the exposed blade of the safety scalpel provided, make a 1 to 1-1/2 cm incision at the selected incision site." And "note: too small an incision may contribute to excessive resistance on the peg tube when exiting the skin." Based on the event description and the evaluation of the returned device, the most probable root cause is anticipated procedural complication. A review of the device history record was performed for lot 14107294 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14107294.